Manufacturer narrative:
Estimated date. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted leaflet pathology was less high. On (B)(6) 2020, one clip was successfully deployed reducing mr to 1. Then on an unknown date, a follow up was performed and it was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr. The physician stated the cause of the slda is due to disease of progression. Additional treatment was not performed. A second mitraclip is planned for (B)(6) 2021. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and per the physician, the reported single leaflet device attachment (slda) appears to be related to the patient conditions. The reported mitral regurgitation appears to be due to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures.the unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6)2021, the patient was readmitted and underwent a second mitraclip procedure to treat the slda and recurrent mr grade of 4. One additional clip was implanted, reducing mr to 2. No additional information was provided.